Event description:
It was reported that the receiver fell off of the femoral tracker during inspection in the sterile processing department. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the led cover of the receiver-led broke off the tracker was confirmed during device inspection. It is possible that rough or improper handling led to this failure. The tracker was not repairable and will not be returned to the customer.

Event description:
It was reported that the receiver fell off of the femural tracker during inspection in the sterile processing department. There was no patient involvement and no adverse consequences associated with the device.